Event description:
The customer reported that during an unknown procedure, the evis exera iii colonovideoscope sheath was stiff. An organ was perforated during the procedure. Follow-up with the customer has been performed regarding the patient outcome and the procedural details; however, no additional information is available.

Manufacturer narrative:
E1: reporter information is unknown. The device referenced in this report was returned to olympus for evaluation and the customer's allegation was not confirmed. At the incoming inspection, the connection tube, angulation, rigidity of the insertion tube, the stiffness control (innoflex) and control body condition were checked and no damage was found. There was a gap and peeling off of the bending section rubber glue. Coating of the connecting tube was scratched. The plastic cover had a mark/impact. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide follow up received (ga23350477-1). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the practitioner made some error in manipulation of the subject device, as a result, the suggested event occurred. However, the root cause of the event could not be specified. The event can be prevented by following the instructions for use which state: - important information ¿ please read before use: precautions - important information ¿ please read before use: examples of inappropriate handling "forcible angulation/insertion/withdrawal of device, retroflexed observation in lumen, insertion/withdrawal of device with bending section engaged, loop/excessive bends in insertion section (IFU recommends straightening the insertion tube as soon as possible.), over-insufflating lumen, excessive suction" olympus will continue to monitor field performance for this device.

Event description:
Information received through follow up informed that the reported event was due to an error by the practitioner.